Manufacturer narrative:
This issue is no longer reportable as recharge burden is expected as device ages. Initial reporter updated.

Event description:
Additional information received stated that the patient experienced recharge burden and the device is functioning as designed. The device was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the surgical intervention may take place at later date to replace the patient's ipg for an unknown reason.